Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: - when was the thread was pulled off the needle very easily: during handling prior to use on patient or during use on the patient? - please provide the product code and lot number: >unknown at the moment. Sc asked but we did not get a response sofar - please provide the source or name of person providing answers to follow-up questions. > physician unknown attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date in 2024 and suture was used. At an unknown time, the thread was pulled off the needle very easily. There were no patient consequences. Additional information was requested.